Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found that the cap piercer tubing was clogged. Fse flushed the cap piercer tubing to resolve the issue. (B)(4).

Event description:
The customer reported a contained leak from the cap piercer wash cup on their unicel dxc 600i synchron access clinical system. No one was injured or needed medication attention. The operator wore a lab coat, gloves and eye protection while operating the instrument. No erroneous results were generated or reported out of the laboratory.